Event description:
It was reported the pt described experiencing withdrawal symptoms near the refill date. The drug in the pump was dilaudid. The pump was prophylactically replaced to avoid in-vivo battery depletion. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.